Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. The reported event of error 5 was reproduced during investigation and confirmed via log review. The compact flash did not pass the speed test. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The root cause of the reported error 5 was determined to be the compact flash.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced.